Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose readings and receiving no delivery alarms on the insulin pump. Customer stated that the blood glucose readings do not go down even after taking a bolus. It was noted that the customer had blood glucose readings of 180 mg/dl, customer took a bolus and woke up with blood glucose readings of 327 mg/dl. Customer's blood glucose reading at the time of the call was 484 mg/dl despite treating with the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir and no delivery alarms were noted in the alarm history. The high pressure test was performed and passed. Customer mentioned having scratches on the screen and multiple cracks on the pump casing and around the reservoir. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.